Manufacturer narrative:
The reported event was provided to cordis from the FDA via the FDA medwatch program. Contact details of the reporting facility were not provided and no further information could be obtained. A copy of the FDA communication is attached to this report. As reported via a voluntary medwatch report, a 120cm outback elite re-entry catheter was advanced into right common iliac artery and upon removal from the body, the "nose cone" of the catheter engaged with a previously placed unknown stent and broke off in the patient's vessel. Additional intervention was needed. No additional information is available. The product was not returned for analysis. A product history record (phr) review of lot 17963968 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is possible that vessel characteristics (catheter engaged with a previously placed stent) and procedural/handling factors contributed to the fracture/separation of the device. As cautioned in the information for safety provided in the instructions for use (IFU), ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the phr review nor the information available for review suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported via a voluntary medwatch report, a 120cm outback elite re-entry catheter was advanced into right common iliac artery and upon removal from the body, the "nose cone" of the catheter engaged with a previously placed unknown stent and broke off in the patient's vessel. Additional intervention was needed. The device will not be returned for evaluation. No additional information is available.